Manufacturer narrative:
Patient weight unavailable.

Event description:
A procedure commenced to extract one right ventricular lead due to non function. While using a glidelight model 500-302 and lasing past the superior vena cava (svc) coil, the patient's blood pressure dropped. Rescue efforts commenced immediately; a 1-2 cm svc tear was identified. Repair of the tear was successful and patient survived the procedure.